Event description:
The pt developed a possible infection along the catheter tract. The pt experienced tenderness, swelling, very slight erythema and afebrile. Clindamycin of 300 mg was being administered 4 times a day for two weeks. This event was considered ongoing. The drug being administered via the pump on simple continuous mode was morphine.

Manufacturer narrative:
(B)(4).